Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 137, 138 and 140 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification - the customer stated she had taken the test strips out of the vial, handled them and left them out for a length of time. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: 137mg/dl (B)(6) 2017 08:37 am fasting: yes; 131mg/dl (B)(6) 2017 06:22 am fasting: yes; 138mg/dl (B)(6) 2017 02:07 pm fasting: yes; 140mg/dl (B)(6) 2017 01:55 am fasting: yes; 116mg/dl (B)(6) 2017 08:28 am fasting: yes. The customer states she bought new test strips at (B)(6) on monday (B)(6) 2017.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 137, 138 and 140 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification - the customer stated she had taken the test strips out of the vial, handled them and left them out for a length of time. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer states she bought new test strips at (B)(6) on monday 01/09/2017.